Manufacturer narrative:
(B)(4). The actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 03/06/2015 which places the age of the device at approximately 2.2 years. A review of the certificate of conformity (c of c) is not applicable at this time because it is highly probable that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply during the evh harvest the generator was "hot" and as a result was set aside and not used. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply during the evh harvest the generator was "hot" and as a result was set aside and not used. The hospital did not report any patient effects.